Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. Device remains implanted; therefore, direct product analysis was not possible. IFU vascular access procedures states: the gore® acuseal vascular graft can be cannulated early (within 24 hours after implantation). Patients should be carefully monitored when using gore® acuseal vascular grafts for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material or formation of a perigraft hematoma or pseudoaneurysm. For additional information on early cannulation and vascular access, refer to the brochure "gore-tex® vascular grafts for hemodialysis: techniques for the care and cannulation of a-v grafts", available from w. L. Gore & associates.

Event description:
Approximately six months to one year ago, a gore® acuseal vascular graft was implanted in a patient's arm in an arteriovenous access application. As reported, the vascular graft had been cannulated numerous times for dialysis. Recently (date unknown), the vascular graft thrombosed. During the intervention, it was found the graft layers had separated, possibly due to the multiple cannulations. The vascular graft remains implanted and has been abandoned.